Manufacturer narrative:
(B)(4). It is unlikely that the iabp was a causal or contributing factor to the death of the patient. The reporting healthcare professional said "the patient died due to coronary artery rupture which caused cardiac tamponade. The hospital has determined that the patient death was not caused by the pump stopping. The cause of death and relevance to the arrow pump stopping were not confirmed on post mortem autopsy. They did not do any surgical procedures on the patient because the patient's family refused it." We are submitting this report because we have determined that on the information available, we cannot conclude with certainty that the device was not a contributing factor. Device will not be returned for evaluation.

Event description:
It was reported that the patient was brought to the hospital due to aortic insufficiency (ai). At 4:30 pm, the zeon intra-aortic balloon (iab) was inserted for cardiac assist and the arrow intra-aortic balloon pump (iabp) was started. Then, the catheter for percutaneous coronary intervention (pci), was inserted. During the insertion of the catheter for pci, the spring wire guide (swg) poked into the coronary artery which caused cardiac tamponade. At 5 pm, the iabp alarmed class I alarm, the display became white and then the pump stopped. The pumps strips were not generated. The power supply of the iabp was turned off then on. The pump was started.